Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during a rotator cuff procedure, the anchor of the healicoil broke off in several pieces into the patient's bone during the screwing. The clinical consequences for the patient were an infectious risk because bits of plastic remained in the shoulder. The procedure was completed using a new anchor of larger size. It is unknown if a delay occurred. No additional complications were reported.